Event description:
As reported: "right hip revision due to intraprosthetic dislocation¿explanted a 50/28 adm x3 poly". Update 19-jul-2018: as reported by rep: "head was dislocated from poly and also poly was dislocated from cup".

Manufacturer narrative:
An event regarding dislocation involving an adm shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "right hip revision due to intraprosthetic dislocation¿explanted a 50/28 adm x3 poly". Update 19-jul-2018: as reported by rep: "head was dislocated from poly and also poly was dislocated from cup".